Event description:
A male with a previous history of cerebral infarction and aortic arch replacement was considered to have a suitable anatomical form for endovascular therapy although the proximal site tapered toward the area below the renal artery (reverse funnel shape). The procedure was performed as labeled in late 2008. Final angiography revealed a type I endoleak in the proximal site. The main body was unintentionally placed lower than planned. The physician placed a main body extension to successfully resolve the endoleak. There was only a small amount of blood leakage from the hemostatic valve during the procedure, but the pt had a total hemorrhage of 900 cc while exchanging the delivery system, etc. And, so 1 pack autogous blood transfusion was performed. Pt is recovering.

Manufacturer narrative:
Event eval: still under investigation.